Event description:
It was reported that during an unknown procedure, the device cut but could not close the tissue. Three staples were malformed after the firing. The surgeon used hand sewing to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information unavailable. Additional information provided: what type of procedure was the device used in? Low rectal operation. On which firing did the event occur? 1st. Did the device fully cut the target tissue? Yes. Did the device fully deploy all the staples, but three of the staples were malformed? No. Only 3 staples deployed and malformed. Where was the location of the malformed staples distal, proximal or in the middle of the staple line? Unk. Where the malformed staples on the line closest to the cut line or in all of the rows? Unk. Where the staple legs unformed or did they have irregular shapes? Legs uniformed. Was the tissue retaining pin set properly in the anvil hole? Yes. Did the tissue fit evenly in the device? Yes. How was the failure detected (visually or by leak test)? By visual. Was the device fired over an existing staple line or clip? No. Was the staple line incomplete, missing staples? The surgeon only found 3 staples and suspected the rest staples were still in the cartridge. The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.